Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient presented to the clinic after receiving an alert for high voltage lead impedance. The patient then presented for a follow-up, in which the right ventricular lead impedance was noted to be high. The patient was noted to be in good condition. On (B)(6) 2015 the physician elected to explant and replace the lead.